Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v004456, product type lead. (B)(4).

Event description:
It was reported there were high impedance readings about 75% of the time after the lead was replaced. It was stated the patient was getting ¿great coverage¿ however the position/angle of the lead and extension connection affected impedance readings. (B)(4). It was later reported the patient had good stimulation.

Event description:
Additional review indicated that the extension had been replaced, rather than the lead. It was noted that during the replacement surgery in which the implantable neurostimulator (ins) and extension were replaced, they would get normal impedances, but then would get high impedances. It was reported that the same lead was kept throughout the surgery as the patient got good coverage when it was tested inter-operatively. See MFR. Report # 3004209178-2013-06883 for information about the ins that was replaced.

Manufacturer narrative:
Changed from adverse event and product problem to only product problem as no symptoms were reported. Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot# v004456, implanted: (B)(6) 2006, product type lead. (B)(4).